Manufacturer narrative:
A supplemental report is being submitted for a correction to the initial reporter and event details. Additional information has been requested regarding the additional details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced infective endocarditis with positive blood cultures for staphylococcus aureus that was treated with antibiotics. A transoesophageal echocardiogram (toe) revealed biventricular dilatation with severe biventricular dysfunction, bi-atrial dilatation, severe mitral regurgitation (mr) and tricuspid regurgitation (tr ), mild to moderate aortic regurgitation with a presumed large vegetation on left ventricular side of mitral valve annulus. Computed tomography of the brain revealed new left fronto-parietal regions of hypoattenuation within the grey matter and subcortical white matter likely represent multifocal infarcts.

Manufacturer narrative:
A supplemental report is being submitted for additional information. The event description, the patient weight and the annex f codes have been updated. The vad implant date was change from on (B)(6) 2018. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that there were two computerized tomography (CT) scan of the brain, an echocardiogram, electrocardiogram and chest x-rays and a full septic screen that were performed. The patient was treated with antibiotics and medication, the patient blood work were performed for lactate dehydrogenase (ldh), plasma free hemoglobin. The chest x-ray result showed a large burden of presumably vegetation on the left ventricle (lv) side of the mitral valve anulus. The anterior mitral vale leaflet was severely thickened with a very large associated mass. There was a similar large mass associated with the posterior mitral valve leaflet, it was suspected that these join up in the posterior lv. The CT scan of the brain showed that the patient likely experience an embolic infarct. The patient is improving daily and is able to now perform independent activities with daily living and vad management.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (b)6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced an acute confusion state and septic shock complicated by methicillin-resistant staphylococcus aureus (mrsa) driveline infection. It was also reported that the patient experienced a stroke. Additional information provided by the site indicated that the patient experienced infective endocarditis with positive blood cultures for staphylococcus aureus that was treated with antibiotics. Of note, transesophageal echocardiogram (toe) revealed biventricular dilatation with severe biventricular dysfunction, bi-atrial dilatation, severe mitral regurgitation (mr) and tricuspid regurgitation (tr), mild to moderate aortic regurgitation with a presumed large vegetation on left ventricular side of mitral valve annulus. Of note, computed tomography of the brain revealed new left front-parietal regions of hypoattenuation within the grey matter and subcortical white matter likely represent multifocal infarcts. It was further reported that the patient had two computerized tomography (CT) scan of the brain, an echocardiogram, electrocardiogram and chest x-rays and a full septic screen that were performed. The patient was treated with antibiotics and medication, the patient blood work were performed for lactate dehydrogenase (ldh), plasma free hemoglobin. The chest x-ray result showed a large burden of presumably vegetation on the left ventricle (lv) side of the mitral va lve anulus. The anterior mitral vale leaflet was severely thickened with a very large associated mass. There was a similar large mass associated with the posterior mitral valve leaflet, it was suspected that these join up in the posterior lv. The CT scan of the br ain showed that the patient likely experience an embolic infarct. The patient is improving daily and is able to now perform independent activities with daily living and vad management. Based on the information available, there is no evidence to indicate that a dev ice malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, infection and neurological dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of driveline infection and neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for acute confusional state and septic shock complicated by methicillin-resistant stap hylococcus aureus (mrsa) driveline infection. It was also reported that the patient experienced a stroke. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.